Event description:
The customer reported that the sys displayed a collimator iris too large error message during pt imaging cases. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The collimator was recalibrated. The sys was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.